Event description:
It was reported that at the pacemaker normal battery depletion changeout, the right atrial (ra) lead was found to have no capture and no sensing. It was also reported that the ra lead impedance had dropped from approximately 596 to 216 ohms since the previous follow-up. The ra lead was plugged into the new dual chamber device but the device was programmed to vvi 60. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 2001. (B)(4).